Manufacturer narrative:
The device was explanted and a return request was made for the product. Investigation is completed to date. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted scratches on the case the device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. In addition, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was in storage mode. The patient had been hospitalized, non-device related. It was reported that this patient's heart rate went down to 19 beats per minute. Upon interrogation storage mode was detected. The device had been in storage mode for over two months. The patient did not have any syncopal episodes and no other patient effects were reported. The patient was being transferred to a different facility for further work up.